Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced low blood glucose of 24mg/dl, and the paramedics were called. She believes that the basal rates were too high and possibly weight loss. The caller stated that the paramedics feed her peanut butter, crackers, and soda. The customer stated that it was the insulin pump issue. No further information was provided.